Event description:
Boston scientific received information that during a routine follow-up, this patient¿s right ventricular (rv) lead appeared via x-ray to have been dislodged and perforated the patient. High thresholds and oversensed noise were also observed. The patient was brought back to the hospital were the rv lead was extracted, despite some difficulty with retracting the helix using a fixation tool. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegations against this lead could not be confirmed. The lead was returned bunched in various locations and with the helix extended and tissue and dried blood noted in it. Dried blood was also noted throughout the entire lead lumen. The proximal spring electrode was found to be separated from the lead body insulation and medical adhesive was observed on the lead. Stylet insertion and helix mechanism tests were unsuccessfully performed due to the dried body fluid inside the terminal pin. Electrical testing could not confirm any of the noted observations and there was nothing visually wrong with the lead that would have caused dislodgement or the noted difficulty with retracting the helix using a fixation tool. The lead has since been archived.